Event description:
It was reported by service report that the bed was unplugged and had no electronic functionality. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: unplugged.